Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient's adhesive patch and cannula housing was detached from spring prior to insertion on 23-mar-2024. The issue occurred when spring was being pulled into place. No further information was available.